Event description:
It was reported that the customer experienced high and low blood glucose levels. Her blood glucose dropped to 66 mg/dl and got up to 425 mg/dl. The customer also had issues with the infusion sets not adhering, her site bled, and had soreness at the site. She thought two transfer guards were leaking. The customer felt her insulin pump was leaking somewhere because the reservoir ran out of insulin when she thought there should have been some. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.